Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak, which appeared to be clenz (cleaner), on the coulter hmx hematology with autoloader analyzer. The leak was discovered when customer was troubleshooting low "out of range" latron control values for the differential and retic volume. Material safety data sheets (msds) were not reviewed; exposure control/risk management plan is available. The customer was wearing gloves and a lab coat at the time of this event. No exposure to mucous membranes and open wounds was reported. No one sought medical attention. No impact to patient results was reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The leak was resolved by the customer. Information as to the exact parts replaced is not available. Customer did not report any further issues with the instrument leaks. Service was not dispatched for this event. Root cause of this event is unknown. (B)(4).